Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unresponsive keyboard; none of the buttons were responding. The patient changed the battery but the keypad anomaly persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and a stained end cap sticker.